Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a faulty power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur.device labeling, available in print and online, states:warningskeep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.disclaimer:this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2020, the following information was reported to kci representative by the patient: the power button of the activ.a.c.¿ therapy system collapsed on the unit. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button was collapsed.

Manufacturer narrative:
MDR-3009897021-2020-00211_116084-iss submitted on 05-jun-2020 noted the following: section h9 if action reported to FDA under 21 usc 360i(f), list correction/removal correction: section h7 if remedial action initiated, check type: recall section h9 if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: 3009897021-5-15-20-001-c. Based on the correction, kci's assessment remains the same; kci found evidence that the device had a faulty power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur.